Event description:
Additional information was received on 7oct2021 noting that this occurred during a diagnostic procedure. The procedure was completed by using another camera head, and the patient's outcome was good.

Manufacturer narrative:
H4 ¿ the device was manufactured in 2004. However, due to the age of the unit, an exact date could not be confirmed. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the inability to duplicate the user¿s report, investigation believes that dust and/or debris caused the reported failure to occur. Since the same failure could not be replicated, it is likely that dust or dirt temporarily adhered to the electrical contacts and compromised the connection, causing the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was plugged in securely to the video processor and produce the image without issue. However, evaluators did note that the cable unit was severely kinked and the adapter release/lock buttons were stiff. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus camera head would not produce a consistent image during a diagnostic procedure. Reportedly, they were unable to plug in the unit securely and get the image to appear. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.